Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic with noise on their right ventricular lead. Lead¿s pacing and sensing channels were capped and a new lead was implanted on (B)(6) 2010. Patient condition was stable after the procedure.